Event description:
The customer reported greater than one milliliter of fluid leaked onto the counter from under the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) identified the source of the leak at the sheath flow line at the y-fitting on the triple transducer module (ttm). The fluid leak damaged the rocker bed ribbon cable, whole blood aspirate sol 9, probe wipe block reset 124, and shear valve cvl85/126 was frozen. The fse also noticed the light scatter pre-amp was wet from the fluid leak. The fse replaced the tubing at the y-fitting on the ttm and resolved the fluid leak, the rocker bed ribbon cable correcting the stripper plate not out error, solenoid 9 and 124 correcting the probe obstructed errors, shear valve cvl85/126 and the ls pre-amp. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issues. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).